Event description:
The pt reported he was unable to establish communication between his scs ipg and external devices and was also receiving an ipg comm error message. An sjm representative confirmed the scs ipg was inoperable. Subsequently, the scs ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.